Event description:
The customer stated that the architect analyzer generated a falsely elevated ca19-9 result on one patient. The initial result was 58 u/ml on (B)(6) 2014 / repeated on (B)(6) 2014 with a new kit = 28u/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. No customer returns were available for investigation. The customer observed a falsely elevated ca19-9 result with a patient sample. Review of complaint activity for falsely elevated ca19-9 results did not identify any issues. A review of manufacturing records was not performed since the lot number was unknown. Also, because the lot number was unknown historic accuracy testing of a representative lot (30042m500) was reviewed to demonstrate acceptable assay performance. The accuracy testing met acceptance criteria. A review of the ca19-9 package insert indicated that the quality control was not being run per the package insert instructions, therefore, there is no malfunction. Based on the investigation results there is no indication of a product deficiency and the architect ca 19-9xr reagents are performing as intended.